Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the length of the crimped stent were lifted upwards from the stent profile. Based on the type of stent damage evident it is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 18mm long, concentric, de-novo target lesion was located in the non-tortuous right coronary artery (rca). A 3.5/6 non-bsc guide catheter was advanced. After a 0.014 non-bsc guidewire has crossed the lesion, predilation was performed with a 1.5x12 mm and a 2x12mm balloon catheter. Subsequently, a 2.50x32mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.